Event description:
Medtronic evaluated the device. The device thereapy cable connector was observed to be damaged and was replaced.

Event description:
Responded to a cardiac arrest at a residence. Pt was put on monitor and tried pacing patient. The cable was not recognised by the monitor. There was back up equipment. Patient care resumed with no changes. Patient was turned over to hospital staff.